Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was undefined high impedance along with noise, which occasionally inhibited pacing. The right ventricular (rv) lead was capped and replaced. No patient complications have been reported as a result of this event.